Event description:
According to the reporter: procedure: colectomy end to side anastomosis. Anvil was inserted from intestinum tenue. The device was inserted from stump of colon. The handle could not squeezed. It stopped in half way. Additional resection of tissue and re-anastomosis were required. No bleeding. Nothing fell into the patient cavity. Not extended more than 30 mins.

Manufacturer narrative:
Date of initial report: 6/18/2009.